Event description:
Reportedly, the programmer suddenly shuts down or enters in a reboot loop without success. In addition, the fan is very noisy. Preliminary analysis of the returned unit revealed that the reported issue is attributable to either insufficient quality of contact between the plug of the central process unit board and the one of the power supply, and/or instability on the pre-power supply board.

Event description:
Reportedly, the programmer suddenly shuts down or enters in a reboot loop without success. In addition, the fan is very noisy. Preliminary analysis of the returned unit revealed that the reported issue is attributable to either insufficient quality of contact between the plug of the central process unit board and the one of the power supply, and/or instability on the pre-power supply board.

Manufacturer narrative:
(B)(4).